Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for motor arm failed self-test. Blood glucose was 185 mg/dl at the time of incident. Customer reported that the insulin pump error return on the second occurrence. Customer able to clear out had him run a self-test passed. The insulin pump will not be returned for analysis.